Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that werewolf flow 90 wand was overheating in the joint very often, regardless of how much water was flushed through, during a knee scope. The temperature monitor was going off excessively and wouldn't come down when the wand was moved around in the joint. Switching generators was tried but it made no difference. The case was completed using no rf alternative, the patient was not injured. It caused a 5 minute delay. No other complications were reported.